Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum there was hemolysis in an unspecified number of samples. The samples were recollected. There were no other health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. After review and analysis, hemolysis is observed within the tubes in the second photo. A total of 30 retained samples were subjected to a visual inspection for additive abnormality, and all passed. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality - hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum there was hemolysis in an unspecified number of samples. The samples were recollected. There were no other health consequences or impacts reported.